Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a loss of telemetry monitoring on two hospital floors as there was a loss of power to multiple antennas. No adverse event involving patient or user was reported.